Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Event description:
Treatment of an interior carotid artery (ica) dissection. During the procedure, it was reported that the tip of the guidewire was entangled with a stent. After attempts to gently manipulate the guidewire in order to separate the tip from the stent failed, the physician intentionally torqued the guidewire to separate the tip from the stent. No other complications were reported with the patient as a result of the procedure.